Event description:
It was reported that during a cholecystectomy procedure, when the trigger was pulled, clips didn't work properly and fell down from the shaft. So, the clips could not close the vessel properly. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.